Event description:
It has been reported that the left foot support assembly would not engage properly. The stirrup allegedly fell unsupported, resulting in the pt's leg falling and allegedly causing a back injury to the pt.

Manufacturer narrative:
Foot support assembly.